Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2009. The pt clarified the initial info given to a customer care advocate about 2 weeks prior, and supplied additional info for this specialist. The pt had purchased a onetouch ultramini kit about three weeks earlier, at which time she called customer service for assistance in setting up the meter per the pt's history. The pt had no complaints on that day. At about one week later, the pt called again, complaining the meter was designed for a left-handed person while she is right-handed. The pt alleged that on the day she purchased the device, (time not recalled) one hour after injecting extra novalog based upon a result, she became shaky and nauseated. The pt's son treated her with juice. Reportedly, the pt experienced hypoglycemia on other occasions before she noted that she had been holding the meter so that the results were upside down. The pt alleged that she interpreted the results as elevated when they were not. However, the pt could not provide examples. The pt informed this specialist that she held the meter in her left hand and inserted the teststrips with her right hand. Using this method, the meter is upside down. At approx 10 days later, the pt requested a refund and then returned the replacement meter. She elected to continue using her "old" non lifescan meter. Because the pt alleged that the meter orientation was responsible for several hypoglycemic events, the complaint is reported. During the alleged events, the pt would self treat or be given orange juice by her son.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.